Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a 1-stage right knee revision of the tibial tray and tibial insert due to infection, tibial loosening, tibial malpositioning, pain, decreased range of motion, fever, diaphoresis, scar, swelling, weakness, fatigue, dizziness, difficulty walking, numbness, sleep disturbance, and stiffness. The tibial tray was loose at the cement to implant interface. Cement manufacturer unknown. The femoral component and patella component were both noted to be well-fixed and retained. Doi: (B)(6) 2017; dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.